Event description:
It was reported to philips that the host pc had a start up problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the host pc had a start-up problem. Review of the log file shows memory module 3 failure during boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and a found memory module failure on the host pc. To resolve the issue, the fse replaced all three memories. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.